Event description:
It was reported that the right ventricular (rv) lead exhibited a high capture threshold. The rv lead was explanted, and a new lead was implanted. The patient was stable.

Manufacturer narrative:
The reported event of inadequate capture was not confirmed. A complete lead was returned in one piece for analysis. No lead anomalies were found except for procedural damage. Final analysis found no indication of conductor fractures or internal shorts.